Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter. The balloon and tip were microscopically and visually examined. There was contrast in the inflation lumen. The balloon was loosely folded. Microscopic examination of the balloon revealed that there was a longitudinal tear from the proximal to distal ends of the balloon. Microscopic examination presented no irregularities in the balloon material or the markerband that could have contributed to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 17-may-2017. It was reported that balloon inflation failure occurred. The 75% stenosed, 22mm in length, concentric, de novo target lesion was located in the mildly tortuous, severely calcified, and 3.00mm in diameter right coronary artery (rca). The lesion contained >45 and <90 degrees bend. After a non-bsc guide catheter was engaged and a non-bsc guide wire crossed the lesion, a 2.00mm x 9mm maverick²¿ balloon catheter was advanced for pre-dilation. The balloon was inflated twice; however, when the balloon was inflated at 8 atmospheres, it was noted that the balloon could not be inflated. The device was removed from the patient fully deflated and intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a longitudinal balloon tear.